Event description:
Customer performed a blood glucose test and received a result of 563mg/dl. The customer took 100 units of 70/30 insulin based on reading. Later the customer retest blood glucose and received a result of 440mg/dl. The customer began getting symptoms of low blood sugar. An ambulance was called and the customer was taken to the hosp. The hosp checked the customer's blood glucose and received a reading in the 100's mg/dl. The customer was admitted to the hosp. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.